Event description:
It was reported that a balloon rupture occurred. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form was noted. The procedure was completed with another of the same device. No patient complications were reported.